Manufacturer narrative:
(B)(4). Batch #: t94w73. Additional information was requested and the following was obtained: explain further what was broken, was the handpiece housing damaged? No, the housin is ok was a threaded stud broken? The threaded stud was broken- the cable is relatively new is the handpiece cable connector broken? No is there any visible damage to the cable, not to include the connector? The only visible damage is the broken threaded stud investigation summary: the handpiece was received with the 4-40 stud broken. In addition the nose cone was cracked. Due to the device returned condition not all functional testing could be performed. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected handpiece functionality. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a field inspection and after the sterile processing was completed, the hand piece hp054 was broken in the sterile box. There were no patient consequences.